Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family member reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customer declined troubleshooting for high blood glucose. Customer stated that insulin pump received insulin flow blocked alarm and she then changed out her set and corrected with insulin pump. Customer stated that the cannula was not bent and everything else looked normal. The insulin pump will not returned for analysis.